Event description:
Covidien, endo stitch, auto suture, suturing device, being utilized per MFR's recommendations when (2) "like" devices (different lot#s) were noted to be unable to release the suture needles. A third "like" device was then utilized without issue. FDA safety report ID# (B)(4).